Manufacturer narrative:
The service actions (decontaminating the affected instrument line) resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned the results for multiple patient samples tested for sodium (na) on a cobas 6000 core unit. The following are examples of discrepant results for 5 patient samples. Patient 1 (B)(6) initial result was 153 mmol/l. The repeat was 143 mmol/l. Patient 2 (B)(6) initial result was 138 mmol/l. The repeat was 132 mmol/l. Patient 3 (B)(6) initial result was 136 mmol/l. The repeat was 129 mmol/l. Patient 4 (B)(6) initial result was 168 mmol/l. The repeat was 158 mmol/l. Patient 5 (B)(6) initial result was 154 mmol/l. The repeat was 149 mmol/l. The initial results were reported outside of the laboratory and amended upon completion of repeat testing on a different line. The na electrode lot numbers were d7217 and d7206. The expiration dates were not provided.

Manufacturer narrative:
The na electrodes were replaced on 27-dec-2022. The field service engineer (fse) visited the customer site on (B)(6) 2023 and decontaminated one line of the instrument. The customer has not had any further issues since the service visit. The investigation is ongoing.